Event description:
It was reported that during surgery , the tip of drill snapped off into patient. It is unknown if there was a delay or how was the procedure concluded. No injury reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the drilling end fractured off the device and was not returned. The cutting edges were damaged with many nicks and gouges. The device was manufactured in 2017 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.